Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. It was reported there were five patients with the post-operative complications no patient information is available for any of them. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a retrospective study of unknown spine procedures was conducted using the spine tango database. The study examined 107 cases, all female, that occurred between august 17, 2011 and december 12, 2013 at an unknown hospital in (B)(6), and where 14mm titanium cervical spine locking plates (cslp) were used as treatment. No intraoperative complications or adverse events were reported. The following complications were reported in 5 patients: epidural hematoma, bowel/bladder disorder, motor dysfunction, sensory dysfunction, cerebral complication, increased body temperature. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The study also reported neck pain in three patients and arm pain in three patients.